Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval, yes. D.10 returned to manufacturer on: 2020-07-29. Investigation summary: customer returned one (1) used 30gx8mm, 0.5ml bd safetyglide insulin syringe from an open blister package from lot 9169510. Consumer reported the barrel broken. The returned syringe was examined, and it was observed that the barrel was broken nearest the needle hub/shield assembly. A review of the device history record was completed for batch# 9169510. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. After the syringe is assembled, the blisterpack operation packages the 0.5ml syringes into a sequence of individually formed pockets in the bottom web that is heat-sealed with the top web and then cut into perforated strips of five blisters. After being score cut, the blisters are fed onto the package conveyor of the box loading system. The box loading system consists of: carton erection, carton loading, and insert feeder, carton taping and labeling of the carton. The fifteen lanes of blisters are fed onto the package conveyor in two rows. If the product detection system of the blister machine detected one or more blisters that did not contain a syringe, the entire index of blisters will be run off the end of the package conveyor onto an incline conveyor and into a scrap gaylord. CAPA (B)(4) was opened to address the broken barrel issue.".

Event description:
It was reported that the barrel of the bd safetyglide¿ insulin syringe with needle was found broken before use. The following information was provided by the initial reporter: "the barrel broken".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the barrel of the bd safetyglide¿ insulin syringe with needle was found broken before use. The following information was provided by the initial reporter: "the barrel broken."